Manufacturer narrative:
No button error alarms noted during testing. However, the pump had intermittent esc, act and down button response due to corroded keypad traces. No unexpected numbers ramping/scrolling were noted during testing. No moisture damage was noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the insulin pump may have been exposed to sweat. The customer's blood glucose was 98 mg/dl. The customer stated that she was able to clear the alarm, but the insulin pump would begin to act up as if the buttons were being pressed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.